Event description:
It was reported that the right ventricular (rv) lead triggered an warning for low impedance. Episodes were noted with noise. The lead was reprogrammed to bipolar configuration. The lead remains in use for further evaluation and physician consult. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: 6940-52 lead, implanted 2001-(B)(6). (B)(4).